Event description:
In (B)(6) 2004, the patient reported painful shocks when changing between programs. On (B)(6) 2004, the patient was seen by company representatives for device evaluation. Testing performed confirmed that the device was no longer functioning correctly. The device was explanted on (B)(6) 2004. The patient was reimplanted with another advanced bionics precision spinal cord stimulator.